Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual examination of the device found that the device was returned in two pieces. The balloon was in the protector cap and was detached from the shaft. The lumen was detached from the balloon at the distal tip and the outer distal was detached from the balloon at the proximal bond. There was no evidence of stretching or damage to the shaft. The full length of the catheter measured within specification. The balloon protector was removed from the balloon. All the blades and balloon material were in the correct channels of the cap, with no damage noted. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that in preparation for an angioplasty treatment procedure, a balloon detachment occurred. While removing the balloon protector from the spcb flextome otw 1.5 x 4.0mm balloon, the balloon detached from the catheter shaft. This device never came in contact with the patient. Another of the same devices was used to successfully complete the procedure. No patient complications were reported.

Event description:
It was reported that in preparation for an angioplasty treatment procedure, a balloon detachment occurred. While removing the balloon protector from the spcb flextome otw 1.5 x 4.0mm balloon, the balloon detached from the catheter shaft. This device never came in contact with the patient. Another of the same devices was used to successfully complete the procedure. No patient complications were reported.